Event description:
Reportedly, there was a dislodgment of the rv lead. A reintervention was performed on (B)(6) 2024, the rv lead was found with exit screw not mobilisable. The rv lead was explanted.

Manufacturer narrative:
The review of the associated manufacturing record revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. Review of the provided patient files dated (B)(6) 2024 revealed - a progressive increase of the ventricular lead impedance since the implantation, - a ventricular loss of capture recorded for the first time in the device's memory on (B)(6) 2024. As reported, a re-intervention was performed on (B)(6) 2024 to replace the lead by another one. As the lead was discarded and could not be returned for investigation, the exact root-cause of the event could not be determined. Based on available information, the lead dislodgement most probably occurred due to external factors (such as patient physiology, or physician preferred implant site, etc.). It is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, there was a dislodgment of the rv lead. A reintervention was performed on (B)(6) 2024, the rv lead was found with exit screw not mobilisable. The rv lead was explanted.